Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of a patient having draining slowly alarms. A review of the patient¿s treatment records identified that the patient drained 5018 ml during drain 3 of the treatment. This drain volume is 205% the patient's prescribed fill volume of 2450 ml. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the patient contact confirmed the reported event and that the patient drains normally while sitting up but not while lying down. The patient contact stated that the patient completed treatment using the cycler. The patient contact confirmed that the patient experienced hypotension after the large drain. The pd nurse confirmed the hypotension was treatment related and recommended higher sodium-based foods to address the low blood pressure. The patient contact stated that the patient has received their new cycler, which is working well, and is continuing with peritoneal dialysis therapy however the patient still experiences draining issues when lying down and has to sit up to perform stat drains. The old cycler is available to be returned to the manufacturer for physical evaluation.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of a patient having draining slowly alarms. A review of the patient¿s treatment records identified that the patient drained 5018 ml during drain 3 of the treatment. This drain volume is 205% the patient's prescribed fill volume of 2450 ml. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the patient contact confirmed the reported event and that the patient drains normally while sitting up but not while lying down. The patient contact stated that the patient completed treatment using the cycler. The patient contact confirmed that the patient experienced hypotension after the large drain. The pd nurse confirmed the hypotension was treatment related and recommended higher sodium-based foods to address the low blood pressure. The patient contact stated that the patient has received their new cycler, which is working well, and is continuing with peritoneal dialysis therapy however the patient still experiences draining issues when lying down and has to sit up to perform stat drains. The old cycler is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. A simulated therapy was initiated and completed on the cycler without complication. The weighed fill volumes were found to be within tolerance and drain times were within specification. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.